Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that lasix 80 mg ivp was ordered, to be followed by 80 mg/hour for two hours. The user reported the medication infused in 12 minutes. The patient experienced some transient lightheadedness, was observed for 4 hours after the event, and the lightheadedness resolved prior to discharge. Labs remained stable, and no harm or other effects to the patient were reported.

Manufacturer narrative:
The customer¿s report of the pump module infusing faster than expected was confirmed. Review of the pcu event log showed that the user programmed a vtbi of 1116 ml for a duration of 2 hours rather than a vtbi of 116 ml over 2 hours, resulting in a calculated rate of 558 ml/hr. An actual volume of 116 ml infusing at the rate of 558 ml/hr would complete in approximately 12 minutes, as per the reported event. Rate accuracy testing verified that the pump module infusion rate is within specification. The root cause of the pump module infusing faster than expected was user programming.

Event description:
The bag was 100 ml of normal saline with 16 ml of lasix added for a total volume of 116 ml.